Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk), but the device would not discharge. The clinicians were able to obtain another device to successfully defibrilliate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.